Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported  "if I feel faint I know it's not working. I've had it a couple of times in the last week. Most recent this morning". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.